Event description:
The customer stated she was hospitalized due to low blood glucose and a hypoglycemic seizure. The reported blood glucose was 80 mg/dl. Troubleshooting was performed and while checking the bolus history the customer stated that there were boluses listed throughout the night that he did not program. The insulin pump passed the displacement test. The customer stated that the insulin pump had been exposed to a cat scan after he was admitted to the hospital.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was conducted that the device operated within specifications.